Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent laparoscopic hernia repair on (B)(6) 2015 and absorbable straps were used. During the procedure, the strap could not be deployed and the device was fired out of the patient several times and then the cannula cap came off. The cap did not fall into the patient. A like device was used to complete the procedure. There were no adverse patient consequences reported.